Event description:
It was reported by the patient that he had a hardware system that was broken and wanted to discuss his legal case. No additional information was provided.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.